Event description:
It was reported by the customer that the core impaction drill heated up. There was no patient involvement or adverse consequences reported with this event. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, motor damage was found. The overheating could not be duplicated.